Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). Concomitant medical products: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: smartablate generator kit (us), us catalog #: m490007, serial #: (B)(4). Product name: smartablate pump kit (us), us catalog #: m490008, serial #: (B)(4). Product name: webster cs catheter with auto ID technology, us catalog #: d135303, lot #: unknown. Product name: smartablate¿ irrigation tubing set, us catalog #: sat001, lot #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient, underwent a premature ventricular contraction procedure with a thermocool smarttouch bi-directional navigation catheter and patient died overnight. Additional information was requested to clarify the event and it was informed that the physician was notified that the patient had lost his blood pressure, the same night of the procedure. Due to this, the physician ordered an echo and went back to the hospital. However, by the time he arrived cardiopulmonary resuscitation was already started. The physician performed a pericardiocentesis which was unsuccessful since no fluid was retrieved. Then he opened the patient's chest and proceeded with cardiac massage to relieve the tamponade. The patient's medical history is unknown. The physician's opinion regarding the cause of this adverse event is that there must have been a micro-perforation that was not appreciated immediately post procedure since the patient's vital signs were stable.